Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a single instance of t-wave oversensing (twos) on the presenting electrogram post premature ventricular contraction (pvc). In addition, a single instance of far field r-wave (ffrw) oversensing was noted for the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.